Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products: kincise automated surgical impactor. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that after an unspecified surgical procedure it was observed that the gun had a posterior broach adaptor cold welded onto the impactor and could not be taken off. It was noted that it was possible the lock and unlock mechanism was stuck and not functioning properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the gun had a posterior broach adaptor cold welded onto the impactor and could not be taken of was confirmed. The device was visually inspected as received and it was found that the device failed visual inspection due to damaged guide pin and locator hole. The adapter device was visually and functionally assessed and determined to fail visual assessment and the cloverleaf fitting assessment because it is stuck to the impactor device, consistent with the adapter not properly secured. The adapter was forcibly removed, and the cloverleaf end was noticeably damaged. Also, the impactor locking collar is damaged due to the stuck adapter not properly secured. It was determined that the root cause of this condition was linked to improper handling, which is user error.